Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns therapy programming handheld was malfunctioning. She stated that after resetting her handheld computer, it would not let her select any of the given options with the stylus. She was then instructed on how to do a hard reset. The hard reset was successful, but again none of the options could be selected with the stylus. She additionally reported " it was as if the screen was not recognizing the stylus tap." The handheld and accompanying software were returned to MFR for product analysis, but the analysis is not yet complete.